Event description:
This case was reviewed and investigated according to the manufacturer's policy. This follow-up report (# 1) is being submitted to provide initial reporter information, device analysis findings and related coding.

Manufacturer narrative:
Internal reference: (B)(4). Visual, microscopic inspection and functional testing were performed on the returned device. There were several bends and kinks present. The entire device was intact. The probable cause of the reported "stuck" complaint is damage to the device during use submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) warns, never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions, the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that inside the body, after normalization, prior to measurement, the manufacturer's device was stuck at the left anterior descending artery (lad # 7). There was no calcification in the lesion and there was no severe stenosis. Vasodilation was performed with nitroglycerin, and the device was removed using a microcatheter (another manufacturer's device). There is no remaining tip etc. In the body. This adverse event is being reported because additional intervention (nitroglycerin and a microcatheter) was required to assist in the removal of the manufacturer's device.